Event description:
It was reported the patient's blood glucose level rose to above 500 mg/dl while wearing the pod between 36 and 48 hours. An investigation of the pod (completed june 12, 2026) found a tear in the exposed soft portion of the cannula. The device was originally reported on may 6, 2026, for high blood glucose levels.

Manufacturer narrative:
Fluid was found to leak from a tear in the exposed portion of the soft cannula. Because the timing and cause of this soft cannula damage could not be determined, it could not be conclusively determined if this damage contributed to the reported leaking during wear. The bottom housing vent was observed to be damaged. The timing and cause of the damage to the bottom housing vent could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.1.0operating system: 26.4hardware: iphone16.2cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.